Manufacturer narrative:
Our product evaluation laboratory received one model 120602f catheter with a packaging tube from the reported model and lot number. The balloon was inflated with 0.2ml of air and the balloon inflated clear and concentric and did not leak. Balloon free deflation with air was achieved in 1 second, which was within the specification for balloon free deflation time. The catheter body, balloon and both windings appeared to be in good condition. The customer report of "did not deflate" was not confirmed on evaluation, , as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ it is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Concomitant MDR report # 2015691-2019-03921.

Event description:
It was reported that prior to use in the patient, the balloons on two fogarty catheters did not deflate during pre-insertion check. There was no allegation of patient injury. Patient demographics could not be obtained due to korean privacy laws. The catheters came from the same lot number.